Event description:
A hospital in (B)(6) reported via a fph field representative that two rt240 breathing circuits failed the ventilator test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: two complaint rt240 breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. The complaint devices were visually inspected, pressure tested and submerged in water to check for leaks. Results: the pressure tests revealed that both complaint devices were out of specifications. The water bath tests revealed that the leak was located at the patient end connector for both devices. It was observed that there were insufficient glue on the patient end connector of both devices. A lot check revealed no other complaint of this type for lot number 111116. Conclusion: the reported leak was caused by the evaqua (expiratory) limb connector incorrectly assembled as there was insufficient glue on the evaqua limb connector. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any breathing circuit which does not pass the pressure test is discarded. Our user instructions that accompany the device state: - "check all connections are tight before use" - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" - "set appropriate ventilator alarms" our monitoring and trending of leaks involving adult evaqua breathing circuits has a rate of occurrence of (B)(4) units per million sold worldwide in the last year to march 2012.